Event description:
It was reported that an alert was triggered for an out of range/high left ventricular (lv) impedance. The right ventricular (rv) lead is plugged into the lv port, and programming the lv tip to the rv coil caused the impedance to come into range; however, no capture was experienced, due to the rv lead in the lv port. Thresholds were also noted to have been rising. It was further noted that the leads had been switched in the header previously because the patient also requires a catheter for dialysis treatment, and due to a space issue, the leads were switched at the header to accommodate the catheter more effectively. It was also reported the patient had previously received multiple shocks for oversensing. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the rv lead was fractured and was explanted and replaced.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the proximal conductor was flexed and fractured. It was noted that the superior venacava (svc) defibrillation conductor was pulled/stretched/overstressed. (B)(4).